Manufacturer narrative:
According to service technician, staff and patient experienced eardrum perforation. Despite our attempts, we haven`t received further information regarding the harm. We do not know whether the perforation is temporary or not. Hmag received the log files of the ventilator. Logfiles confirmed that the event took place on 2023-01-09 at 05:38:12 when heliox supply failed was alarmed. Specifications of ventilator accept the heliox pressure in the range of 2.8 - 6 bar/to 87 psi . The user manual of hamilton-g5 explains on page 280: 16.3 the pneumatic specifications, and also the back of the device is labelled with the pressure specifications. Gas cylinders without regulator have much higher pressure. Rt manager told that the heliox tank was at 2200 psi, but isn't sure on that information. Further investigation showed that the device was connected with a brown pressure hose to the heliox cylinder (h tank 80/20) without using a pressure regulator. A pressure regulator should be used for the heliox supply from the bottle. This file reports the event stated in hamilton medical ag case number cer (B)(4).

Event description:
Hamilton medical ag received the following event description from biomed: "the technicians connected non regulated heliox to the unit and heard a loud bang" prior to taking it out of service. Due to the loud bang the technicians needed to get their ears checked."

Event description:
Hamilton medical ag received the following event description from biomed: "the technicians connected non regulated heliox to the unit and heard a loud bang" prior to taking it out of service. Due to the loud bang the technicians needed to get their ears checked.".

Manufacturer narrative:
According to service technician, staff and patient experienced eardrum perforation. Despite our attempts, we haven`t received further information regarding the harm. We do not know whether the perforation is temporary or not. Hmag received the log files of the ventilator. Logfiles confirmed that the event took place on 2023-01-09 at 05:38:12 when heliox supply failed was alarmed. Specifications of ventilator accept the heliox pressure in the range of 2.8 - 6 bar/to 87 psi . The user manual of hamilton-g5 explains on page 280: 16.3 the pneumatic specifications, and also the back of the device is labelled with the pressure specifications. Gas cylinders without regulator have much higher pressure. Rt manager told that the heliox tank was at 2200 psi, but isn't sure on that information. Further investigation showed that the device was connected with a brown pressure hose to the heliox cylinder (h tank 80/20) without using a pressure regulator. A pressure regulator should be used for the heliox supply from the bottle. This file reports the event stated in hamilton medical ag case number (B)(4). Update: hamilton medical ag received further information regarding injury: patient did not experience eardrum perforation. However, the staff had temporary perforation.

Manufacturer narrative:
According to service technician, staff and patient experienced eardrum perforation. Hmag received the log files of the ventilator. Log file analysis has been initiated. Hmag has requested further information about the incident. A follow-up report will be submitted. This file reports the event stated in hamilton medical ag case number (B)(4).

Event description:
Hamilton medical ag received the following event description from biomed: "the technicians connected non regulated heliox to the unit and heard a loud bang" prior to taking it out of service. Due to the loud bang the technicians needed to get their ears checked."

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be that the device was connected with a brown pressure hose to the heliox cylinder without using a pressure regulator. Technicians did not regard the maximal pressure of 6 bar as specified. The technicians involved did not read the warning on the sticker beneath the gas supply on the ventilator that the maximum permissible pressure is 6 bar. In consequence (correction) a training was organized and users were instructed to use a pressure regulator for the heliox supply from the cylinder. The staff had temporary eardrum perforation. The patient did not experience eardrum perforation. No patient harm was reported.

Event description:
Hamilton medical ag received the following event description from biomed: "the technicians connected non regulated heliox to the unit and heard a loud bang" prior to taking it out of service. Due to the loud bang the technicians needed to get their ears checked."